Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. During procedure to reposition the lead the stylet became stuck in the lead. The lead was explanted and replaced.